Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: (B)(6). One (1) unit was received with its original packaging label, in used condition, and decontaminated inside a ziplock bag. Two (2) photos were included for evaluation; one photo shows a leakage at the joint between the connector and tube. Per visual inspection, the received unit is observed to present delamination in joint between the connector and tube. The unit failed a leak test. The complaint was confirmed. The root cause was manufacturing due to lack of solvent during the manufacturing process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel to explain the importance of adhering to and following procedures.

Event description:
It was reported during pre-testing the circulating water leaked, so the use was stopped. No adverse effects reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.